Event description:
This is a spontaneous case report received from a physician via a bayer employee in united states on (B)(6) 2014. It describes the occurrence of pregnancy with essure in place in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Reporter did not have further information beside that patient would come into physician's office the following week of this report ((B)(6)-2014). Follow-up information was received on (B)(6)2014. Patient had essure placed 3 years prior to this report by another facility, and called the physician office for follow up and informed them she was pregnant. She was scheduled to be seen the following week of this report. No further information was provided. Follow-up received on (B)(6) 2014: the required number of follow-up attempts have been made, with no response to date. Ptc investigation result was received on (B)(6) -2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are known, possible, undesirable events and not indicative of a quality defect per se. Contraceptive failure may occur under the use of any contraceptive. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Follow-up information was received on (B)(6)-2015: the reporter stated they did not do the insertion so some of the information they did not have. They took care of the patient during pregnancy. She already delivered (baby's outcome was not provided). Patient's initials and date of birth were provided. This report refers to an adult female patient. Further information will be provided. Follow up information (pregnancy questionnaire) received on (B)(6) 2015 from physician: the patient was (B)(6) at time of this report. She was gravida 7 and para 4 with 2 miscarriages. Her past medical history includes depression and chronic pain; she also has allergies codeine and shellfish. Her past surgical history includes d and c (dilatation & curetagge), cholecystectomy and cesarean section. Her current medications were norco, proair, valium, gabapentin and zoloft. The patient denied tobacco, alcohol, or illicits. The reporter was not the physician who inserted essure devices in patient. The expected date of delivery was (B)(6) 2015; her last menstrual period was (B)(6) 2014, but the physician was uncertain about this date. On (B)(6) 2014, the patient presented to the emergency department stating that she believes she was pregnant. The patient stated she had the essure procedure done in (B)(6)2011. The patient also reported that she lost follow-up. She stated that she took a home pregnancy test that was noted to be positive and thus now presents to emergency department for further evaluation and treatment. She denied any vaginal bleeding. She did complain of nausea with no evidence of emesis as well as breast tenderness. There were no other alleviating, modifying, or precipitating factors. A pregnancy test (serum) was done and showed positive result. On the same day a betahcg was done and the result was 58367,4 mlu/ml. An obstetrical ultrasonography was done due to fetal viability and pain and showed fetal heart motion and age of 8 weeks and 1 day; there was also an area of altered echogenicity within the uterus, suggestive of fibroid formation; a 2 cm left ovarian cyst was present, the ovaries appeared otherwise unremarkable. During the examination (of eyes, neck, heart, lungs/chest, abdomen, extremities, neurologic, skin and psychiatric) no abnormalities were observed. The patient was seen and examined by the physician. After a thorough history and focused physical exam, laboratory studies including cbc, serum pregnancy test, urinalysis, and pelvic ultrasound is obtained. Review of the patient's laboratory studies reveals a blood type of a positive, beta is 58,367. Urinalysis was unremarkable. White blood cell count 8.5, hemoglobin 12.5, hematocrit 37.7, and platelet count is 329. Pelvic ultrasound demonstrates an intrauterine pregnancy. The patient was advised to take prenatal vitamins as well as discontinue her valium. She was encouraged to return to the emergency department if she has any new or worsening symptoms. The patient was discharged home in hemodynamically stable condition. On (B)(6) 2015, the patient delivered live birth via cesarean (repeated elective and due to oligohydramnios); the patient was (B)(6) pregnant at time of the delivery. The baby was in stable condition at time of the delivery; he weight (B)(6). The apgar score was 9 at 1 minute and 9 at 5 minutes. The delivery had no complications. The baby received erythromycin in both eyes and vitamin k. Although the physician mentioned that essure devices were not removed, during the surgery (c-section labor) a bilateral partial salpingectomy was done for sterilization. Follow-up received on (B)(6) 2015: ptc assessment updated without major changes. Company causality comment: this spontaneous case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and pregnancy with essure in place was diagnosed. She gave birth to a healthy baby via cesarean section due to oligohydramnios. These events are serious due medical importance. Pregnancy is listed in essure reference safety information, while oligohydramnios is unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this particular case, the patient lost her follow up and apparently did not had the confirmation test performed. Then, she gave birth to a live and healthy baby via cesarean section due to oligohydramnios. Oligohydramnios refers to amniotic fluid volume that is less than expected for gestational age. This may be caused per leakage or rupture of membranes. Although in this case the pregnancy may be rather a consequence of non-complaint use, causality with essure use cannot be excluded. In addition, considering that a mechanical interference of the essure device in the amniotic sac cannot be totally excluded, the oligohydramnios was considered as related to essure and therefore this case was upgraded to incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.